Manufacturer narrative:
The part numbers and lot numbers are unknown; therefore the device history records could not be reviewed and a product history search for related complaints could not be conducted. No devices were received; therefore the condition of the components is unknown. This device is used for treatment. Surgical notes were not provided; it is unknown whether the components were implanted with the correct fit and orientation as per the surgical technique. A definitive root cause cannot be determined with the information provided.

Manufacturer narrative:
Information was received via published literature (B)(4). Please reference article at the following location: http://onlinelibrary.wiley.com/doi/10.1002/jbm.b.33533/full. This report will be amended when our investigation is complete.

Event description:
It is reported that two patients underwent a revision to dislocation.